Event description:
A customer reported that the pump triggered alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to load a new cartridge properly and successfully resumed insulin therapy.